Manufacturer narrative:
Updating health effect impact code (f) to only include: 4625, 4607, 4614, 4621, and 4639. Updating type of investigation (b) to only include: 4112, 4109, 4110, 4115, 3331, and 4111. Updating investigation findings (c) to only include: 3221.

Manufacturer narrative:
A medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [1721504] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. 1600 west merit parkway. South jordan, ut 84095. 801-253-1600. Corrections to egs medwatch report: b.2 - updated to include [x] life-threatening. B.7 history updated to include. Hiatal hernia. Gerd. D6a - implant date added. Updated e code to include 1888. Updated f code to include 4617. Updated g code to 788. Replaced d code to include 67. H.8 updated to reflect [x] initial use.

Manufacturer narrative:
The physician is not alleging a product malfunction contributed to or caused the adverse event and the device has not been returned to endogastric solutions (egs) for evaluation. The device was discarded at the medical facility by hospital staff and is unavailable for return to egs. Per the physician, the esophageal tear and subsequent leak/perforation possibly occurred during introduction of the esophyx device. Based on the available information received by egs, the cause of the reported esophageal tear and esophageal leak/perforation cannot be conclusively determined. It cannot be conclusively determined if the hhr procedure, pre-tif egd, tif procedure, or a combination of both procedures contributed to or caused this adverse event.

Event description:
A patient underwent a ctif procedure (consisting of a hiatal hernia repair (hhr) procedure, conducted either laparoscopically or robotically, followed by a transoral incisionless fundoplication (tif) procedure). During the post-tif esophagogastroduodenoscopy (egd), a submucosal esophageal tear was noted at the gastroesophageal valve, in the 11 o'clock position. A CT scan with barium swallow was conducted and an esophageal leak was observed at the site of the noted esophageal tear. The physician laparoscopically placed sutures to treat the esophageal tear. As of (B)(6) 2023, the patient has been discharged and is reportedly doing well .